Event description:
Implants by natural-y, 250 grams on each side in 2/86. The pt has significant burning and pulling sensation under the skin which is diffuse daily since 1988. These areas are also tender to the touch. The pt also has developed extreme dry mouth, and dry eyes in the last 2 yrs, fatigue, night sweats. Pt also has achy hand joints and hip joints. There is a class iii capsular contracture on the right and a class IV contracture on the left with extrusion of an implant on the inferior portion.